Event description:
The flow sensor clip was found to be deformed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.